Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ 3ml syringe plunger rod was broken. This was discovered before use. Tthe following information was provided by the initial reporter: for the ordered quantity of 16800 pcs there were 66 deficiencies with pouring. For the ordered quantity of 32200 pcs there were shortages of 1500 pcs with ink spots. For the ordered quantity of 30400 pcs there were shortages 80 pcs with broken plunger. Samples of syringes with the above-mentioned defects were sent.

Event description:
It was reported that bd luer-lok¿ 3ml syringe plunger rod was broken. This was discovered before use. The following information was provided by the initial reporter: for the ordered quantity of 16800 pcs there were 66 deficiencies with pouring. For the ordered quantity of 32200 pcs there were shortages of 1500 pcs with ink spots. For the ordered quantity of 30400 pcs there were shortages 80 pcs with broken plunger. Samples of syringes with the above-mentioned defects were sent.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. The photos depicted five loose 3ml syringes with their plunger rods fully extended out of the barrels. All plunger rods were observed to have one of their ribs damaged at the same location approximately one third of the way up from the thumb rest. The rib was broken in a semicircular fashion, but still attached. The damage observed is rejectable per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history review was conducted for lot number: 9088552. Batch: 9088552 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text.